Event description:
It was reported that this right ventricular (RV) lead exhibited high impedance due to a fracture. The patient underwent an medical procedure to surgically abandon the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.Additional information received. Supplemental report submitted to update the following fields:- Describe Event or Problem.- Device Codes.